Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio 2.6, lab 3.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time the complaint was filed: date: 2008, inratio 2.6, lab 3.7, mean 3.15, confident limits 1.9-4.6. The inratio value and lab value are within the confident limit. So per internal procedure, investigation is not needed.